Event description:
A falsely elevated troponin I result of 5.97 ng/ml was obtained. The sample was retested on the same cup and a result of 0.05 ng/ml was obtained. The test was repeated on a new sample and a result of 0.06 ng/ml was obtained. The result was not reported to the physician. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Instrument data indicates that the cause for the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Instrument data indicates that the cause for the falsely elevated troponin I result was sample integrity. The instrument is performing within specifications.